Event description:
Caller reported that customer was unable to get a reading from their freestyle meter due to error 3 messages. Since customer was experiencing symptoms of hypoglycemia, it was recommended that the customer contact a hcp. Customer's hcp recommended going to the hosp. While doing so, customer collapsed and paramedics were called. Hcp was also notified. They recommended giving customer a soda pop while waiting for paramedics to arrive. Paramedics took a test with an unk brand meter, getting a result of 71 mg/dl. Paramedics administered intravenous treatment and released customer after 4 hours.